Event description:
It was reported that customer received a minimum fill notification while attempting to load a new cartridge, with sufficient usable insulin remaining in cartridge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove pump from case and clean pneumatic tap area, and after follow-up and reloading same cartridge, customer successfully loaded cartridge and resumed insulin, with no additional issues reported.